Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. No product was returned.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. Patient declined to return product.

Event description:
On (B)(6) 2013, it was reported that the vibra-alarm on the patient's infusion device was not functioning. The acoustic alarm was functioning as it should. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient declined to return the infusion device for product evaluation.